Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller stated that starting friday they started having issues when trying to charge the implant. Caller stated they got an error message batteries low (70) replace controller batteries soon when recharger is connected, and ever since then it has been taking 7 hours to charge. Agent did not ask about the circumstances that led to the reported issue. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the batteries pack and confirmed green flashing light above screen; controller is 100% and implant is 70%. Caller confirmed no physical damage on recharger cord, pins nor controller connector port pins. Caller then started a charge session of the implant and after a few minutes the implant increased to 80% but then they saw batteries low (70) replace controller batteries soon message again. The issue was not resolved. Agent sent request to repair to replace the recharger. Patient called back and inquired assistance on setting up the replacement controller. Patient selected implant on the hello screen. Patient selected their implant serial number and was able to successfully pair the controller to the implant. Patient got 100% on the controller and 40% on the implant at recharging excellent. Agent reopened and reassigned case to send email to repair to replace the controller. Patient called back and stated they were charging with the replacement recharger and they were still getting the replace controller batteries message and the donut was getting warmer. Agent consulted with repair and repair was okay with sending a replacement controller. Repair noted there could be a problem with the controller connection so replacing the controller should resolve the recharger heating/replace controller batteries issue. Patient noted both the original recharger and the replacement recharger got really hot and the implant area was sore and irritated. Implant was stuck at 70%.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6); product type recharger. Product ID 97755-s; serial# (B)(6) ; product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), product ID: 97755-s, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID 97755-s lot# serial# (B)(6) was returned for product analysis. Analysis found the complaint was unable to be verified. They found no issues with finding or charging the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the controller (B)(6) in this report may have caused or contributed to a death or serious injury. Therefore, the controller (B)(6) did not and does not meet the reporting requirements. However, this event remains reportable for the allegations attributed to the recharger (sn# (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight was received.